Manufacturer narrative:
Details of complaint: on (B)(6) 2019 customer stated that after a power outage, the cns won't boot up. It was stuck at the loading os screen. Device has raid hard drive set up. Customer replaced the failed hard drive. Service requested: troubleshooting. Service performed: nk tech support assisted customer in ordering and replacing the failed, redundant raid hard drive. Investigation conclusion: based on the information provided, the root cause of the boot up issue was due to hospital's power issue. Specifically, the power outage caused abrupt loss of power to the device, causing corruption to one of the raid hard drives. Customer ordered a new hard drive to replace the failed, redundant raid hard drive. It has not re-occurred. No CAPA is required. The following fields are not applicable (n/a) to this report: a2 - a6 b2 b6 b7 d4 lot # & expiration date d6 - d7 d9 d11& c2 f10 g6 g8 h7 h9 additional information: b4. Date of this report f6. Date user facility/importer became aware of the event f7. Type of report f11. Date report sent to FDA f13. Date report sent to manufacturer g4. Date received by manufacturer g7. Type of report h2. If follow-up, what type? H6. Event problem and evaluation codes h10. Additional manufacturer narrative corrected information: f9 approximate age of the device: corrected 63 months to 62 months.

Event description:
It was reported that the central nurse's station (cns) powered off due to a power outage. No patients harm were reported as the bedside monitors continue monitoring patients without an issue.

Manufacturer narrative:
It was reported that the central nurse's station (cns) powered off due to a power outage. No patients harm were reported as the bedside monitors continue monitoring patients without an issue. Nihon kohden continues to investigate the reported event and will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported that the central nurse's station (cns) powered off due to a power outage. No patients harm were reported as the bedside monitors continue monitoring patients without an issue.